Manufacturer narrative:
A partial lead with the connector pin measuring 13.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was congestive heart failure and coronary artery disease. No additional information was reported.